Event description:
Customer reportedly received results of 175 mg/dl and 45 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer self treated with dextrose and chocolate; low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the trapezoid rx lithotripter compatible basket experienced resistance when passed through the working channel and once the device was in position to capture the device, the device did not open to perform the lithotripsy procedure. The procedure was not completed and was rescheduled as a result of the event. This event has been deemed a reportable event based on the investigation results for sidecar pushback.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.